Event description:
Patient reports that the quick sets do not adhere to her skin well. Patient was drying off after shower and it got bumped and came out no side effect reported. No other information available. Unknown is pt still have defective quick sets available if need for return. Inf set quick set 23" 9mm used to infuse remunity at above dose and frequency. Reported to (B)(6) by pt/caregiver.